Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 368 mg/dl. Customer was hospitalized for diabetic ketoacidosis and lack of fluid. Customer was treated with insulin IV fluids and antibiotics. Customer was wearing insulin pump at the time of hospitalization. The customer also had high readings over 500 mg/dl and 694 mg/dl an hour later. The insulin pump was not returned for analysis.